Event description:
It was reported that during implant, the physician tried various positions in the rv but was not able to get proper sensing and threshold. The physician observed that the tip of the lead from where the stylet was inserted had bent. This lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.